Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated they had problems loading an aa4204vl single piece lens +21.0 diopter and there was no patient contact with the lens. The back up lens was used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).